Manufacturer narrative:
Product analysis: visually confirmed approximately ~45 mm of the instrument tip has been twisted consistent with interface during usage. Dimensional inspection of relevant dimensions verified conformance to print specification. The above findings are consistent with torsional overload.

Manufacturer narrative:
This device is not approved for use in the united states, however, a like device, part number 9393012, 510k number k094025, is approved for use in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent tlif(transforaminal lumbar interbody fusion) surgery at l4/l5 for the treatment of lumbar spinal canal stenosis. Intra-op, while inserting the cage by hitting the inserter, the surgeon felt something strange and noticed that the cage was damaged; the product was replaced with one of smaller size. Reportedly, the surgeon told that the cage might be too big. The product came in contact with the patient. No fragment of the broken implant remained inside the patient. There was a delay of less than 60 minutes in the overall procedure time. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis: visual and optical examination confirms the implant is broken, with multiple cracks, with witness marks and plastic deformation at the inserter interface. The above observations are consistent with brittle overload during insertion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.